Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as the part number and lot number were not provided. Upon evaluation of the immediate post-op x-ray and the six month post-op x-ray the implant appears to have lost some reduction. The exact cause of the failure is unknown. Additional information has been requested for section a and section d. If that information is provided, a supplemental report will be filed.

Event description:
It was reported to globus that a patient returned for a six month follow-up, and x-rays show that the implant appears to have lost some reduction since the initial surgery. The surgeon has no plans for revision at this time.